Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 6000 c 501 analyzer. Sample (B)(6) initial potassium result was 3.91 mmol/l and the repeat result was 4.32 mmol/l. Sample (B)(6) initial sodium result was 162 mmol/l and the repeat result was 131 mmol/l. The repeat results were believed correct.

Manufacturer narrative:
The electrode lot numbers and expiration date were requested but were not provided. The field service engineer found a hole in detergent rinse tubing, a broken detergent nozzle clip, and issues with the rack rotor sensors and the ultrasonic mixers. He replaced rack rotor sensors, ultrasonic mixers, rinse tubing, and nozzle clip. He replaced a pinch valve, solenoid valves, pinch tubing, sipper tube, and the ise sipper. He ran ise checks and the customer completed calibration and qc. He ran precision which passed. The investigation determined the service actions resolved the issue.